Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.

Event description:
Related manufacturer report number: 2017865-2025-15271, 2017865-2025-15274. It was reported during implant procedure that right ventricular lead exhibited a failure to capture that resulted in patient arrhythmia. The lead was successfully removed and exchanged. The atrial lead dislodged during implant. Repositioning was attempted, but entire lead turned when helix was deployed. This product was then replaced for another atrial lead which dislodged and was subsequently removed. The procedure was completed and the patient was stable.